Event description:
Broken disposable (plastic speculum) while being introduced to the pt for care. Manufacturer: medline. Manufacturer #: (B)(4). Lot #: o9ja0451. Quantity: 12ea (all pulled from stock). (B)(4). On (B)(6)2010, staff at occupation health dept performed a procedure utilizing a disposable vaginal speculum. When performing procedure on the pt, the speculum cracked when locked into place which did not allow it to release when needing to release from the pt. After further discussions within the dept, it was found that this specific speculum had recently cracked during other procedures prior to the one listed above.